Manufacturer narrative:
(B)(4).

Event description:
Upon activation of the device the surgeon reported energy arched from the device to another instrument he was using. There was no reported patient or user impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.